Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple "unexplainable blocking alarms". A cartridge change was performed resolving the unspecified blockage issue. No additional information was provided. There was no reported impact to customer's blood glucose due to this issue.